Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review. Review of the device history record for lot sp100135. Review of the lifecell complaint management system. Results of evaluation: no failure detected. Seroma and wound healing complications, such as wound breakdown and necrosis, are documented wound healing complications associated with this type of procedure with or without the use of an adm (acellular dermal matrix). Qa investigation into lot sp100135 resulted in no remarkable findings with no other clinical complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to product or patient safety. As of (B)(4) 2015, of the (B)(4) devices from lot sp100135 released to finished goods, (B)(4) devices have been distributed. Lot sp100135 met all qc release criteria. Conclusion code: no failure detected, device operated within specification. Known inherent risk of procedure. Based on the limited information reported associated with patient #2, the primary complication of wound breakdown was a result of a complication of the t junction. Necrosis (under tension of 2 degrees), followed by persistent seroma, subsequently led to this patient developing an infection. No culture results were reported to lifecell to confirm the reported infection. Seroma and wound healing complications, such as wound breakdown and necrosis, are documented complications associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). The wound healing complications, persistent seroma and subsequent infection are likely related to postoperative complications associated with the procedure and not related to the strattice device. Lifecell's attempts at gaining additional information associated with this event have so far been unsuccessful; however, if additional information is reported, the investigation will be revisited. If any additional information influences the outcome of the investigation, a follow up report will be filed. The explanted device was not returned.

Event description:
Four clinical complaints associated with seroma and wound healing complications were reported together to lifecell by this facility/physician. This report is associated with patient #2. It was reported that patient #2 underwent a mastectomy and breast reconstruction with implantation of strattice (10 x 16 cm) on (B)(6) 2015 and experienced wound breakdown due to a complication of the t junction, followed by necrosis (under tension of 2 degrees), persistent seroma and infection. The patient was returned to surgery on (B)(6) 2015 for explantation of the breast implant and strattice. It was reported that the standard operation details and post operative care were followed as per lifecell. The explanted device was not returned to lifecell for evaluation.